Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device was ruptured before the procedure. Hemostasis was achieved using another mynx device. There was no reported patient injury. There was no device or package damage noted prior to use. The device was stored and prepped according to the IFU. The deployer was mynx certified. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device was ruptured before the procedure. Hemostasis was achieved using another mynx device. There was no reported patient injury. There was no device or package damage noted prior to use. The device was stored and prepped according to the IFU. The deployer was mynx certified. One non-sterile mynxgrip vascular closure device, size 6/7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open. No syringe was returned for this evaluation. No catheter sheath introducer (csi) was returned for this evaluation. The sealant and the advancer tube were both found in the manufacturing position. Additionally, a tear was identified in the balloon during this visual analysis. The inflation/deflation test could not be performed due to a tear identified in the balloon during the visual analysis. A high magnification evaluation was conducted on the balloon. During this analysis, a longitudinal tear was observed the reported event of ¿balloon loss of pressure at prep¿ was observed through analysis of the returned device due to the torn condition observed on the balloon. The cause of the reported issue could not be determined. However, handling factors are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.